Event description:
A hospital in (B)(6) reported to a distributor that seven rt134 adult unheated breathing circuits failed the ventilator leak test. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). Method: seven rt134 adult unheated breathing circuits were returned to fisher & paykel healthcare in (B)(4) for inspection. Six of the seven breathing circuits were sealed kits. The opened breathing circuit, along with two of the sealed kits were visually inspected, pressure tested, and immersed in a water bath to test for leaks. Results: the pressure test results for the three tested breathing circuits were out of specification due to an excessive leak. When the breathing circuits were immersed in the water bath, the leak was observed at the connection between the lid and the bowl of the expiratory water trap. A lot check revealed two other complaints of this nature for lot number 130415. Conclusion: the breathing circuit water trap consists of a bowl and a lid, which can be separated to allow the caregiver to empty the water trap. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed after the rt134 adult breathing circuits were released for distribution, during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. Our user instructions that accompany the rt134 adult unheated breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate alarms." The hospital correctly followed our user instructions and detected the leaks during a setup check before use on a patient.